Event description:
The facility reported an infusion pump with an failure code 812:02. The facility's biomedical engineer stated there was no patient injury or medical intervention involved with this pump. Information was requeted by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up information, the date this report occurred and specific patient information, but no additional information was available. Additional contact information was requested but no additional contact was identified.